Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2013. On an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿274mg/dl¿ with the subject meter. The patient¿s testing frequency and normal blood glucose range are not known and it is not clear what type of symptoms the patient would experience when her blood glucose is either above or below her normal blood glucose range. The patient manages her diabetes with insulin (no adjustments), it is not clear how often the patient administers her insulin. In response to the alleged meter issue, the patient reportedly consumed less food/drink (date/time unknown). According to the csr¿s documentation, on the morning of (B)(6) 2013, the patient reportedly developed hypoglycemic symptoms (specifying hunger, could not speak, or open her mouth). The patient, however, denied receiving any form of treatment after the alleged issue occurred. The patient¿s blood glucose reading prior to the onset and/or during her symptom is not known, it is not specified if the patient tested her blood glucose with a secondary/ back up device, and it is not clear when the patient¿s reported symptoms abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.